Event description:
The complaint reporter states, that a female underwent an acl procedure with the use of rigidfix cross pins as the fixation devices. Approximately 1 week post-op, the patient presented with a pseudo infection at the wound site. The knee was cultured, results were not available at the time of this report.

Manufacturer narrative:
We are at this time gathering information pertinent to this event. When all of the information that can be had is had, our conclusions will be reflected in the follow up report.